Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues (B)(4) 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they had been using the product for awhile. Approx 6 to 8 months ago they developed 4 areas under the mass the looked like red pimples. States had been on antibiotic at that time. The end user began treating with anti fungal powder and it appeared to have gotten better but is not completely gone. The end user cleanses skin with water, dries and applies anti fungal powder, then the wafer. Skin care was discussed with the end user. The end users subsequent outcome was not reported.